Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged shorter than expected battery life with a crack in the battery compartment. The reporter denied damage to the battery cap and denied moisture in the pump. The reporter confirmed that low battery warnings were recorded in the alarm history. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data did not reveal any evidence of short battery life. On investigation, the battery compartment was confirmed to be cracked. The returned battery cap is undamaged and able to fit properly for testing. On investigation, ¿ez-prime¿ steps were performed correctly and all electrical current readings were within specification. The pump cover was removed with no intermittent condition was found to the power printed circuit board inside the pump. Investigation did not duplicate the alleged battery life complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.